Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was brought to the emergency department in cardiac arrest, with a no external power followed by pump off events. Log files were submitted for review and captured various alarms associated with a loss of power event. The patient was utilizing battery power between (B)(6) 2026 and depleted both batteries and backup batteries (ebbs). This low voltage caused the rotor to stop at 7:58 am on (B)(6) 2026. The system controller/pump appeared to completely shut off for a few seconds. The patient was off pump support for an unknown amount of time. Following the loss of all power event the pump appeared to resume the programmed set speed once external power was restored. There controller clock and low flow hazard alarms following reactivation. The patient passed away on (B)(6) 2026 due to loss of power to the pump. The patient fell asleep on batteries and depleted all power. Th pump would not be explanted, and an autopsy would not be performed. The device parameters were within normal limits and the outcome was not device or therapy related.

Event description:
The pump would not be explanted, and an autopsy would not be performed. The device parameters were within normal limits and the outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm due to 14v battery depletion was confirmed via the submitted log files. On 09apr2026, low power advisories activated and transitioned to low power hazard alarms due to routine battery depletion. These alarms progressed into no external power alarms on 09apr2026 due to the 14v batteries completely depleting after being in use for approximately 18 hours. The backup battery supported the pump as intended during the loss of power, until it completely depleted after approximately 2 hours, causing the pump to stop. Power was restored to the pump; however, the duration of the pump stop was unknown due to the controller clock being reset to a default timestamp. The reviewed showed no indication of the controller not functioning as intended. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. It was reported that the patient was brought to the emergency department in cardiac arrest with a no external power alarm followed by pump off events. Additional information indicated the patient fell asleep on batteries and depleted all power, which was determined to be the root cause of the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, ¿powering the system¿, and section 3 of the patient handbook, ¿powering the system¿, explain that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Section 3 of the IFU also states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Section 2 of the IFU, ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, and explain how to troubleshoot the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.